Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode or patient injury was alleged against the bard flat mesh. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 1999 - the patient was diagnosed with stress urinary incontinence and underwent a modified raz/ mmk transabdominal bladder neck suspension with implant of a bard flat mesh and cystoscopy. (B)(6) 2015 - the patient was diagnosed with stress urinary incontinence and underwent implant of a non-bard davol "monarc" subfascial sling followed by cystoscopy. There was no mention of any visualization or involvement of the bard flat mesh.

Manufacturer narrative:
Addendum to the previous information. This supplemental report is being sent to correct the expiration date provided for the flat mesh. A review of the manufacturing records was conducted which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.